Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. The device evaluation is currently in progress. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The instructions for use (IFU) state: -do not attempt to operate the catheter prior to completely reading and understanding the applicable instructions for use. - do not use excessive force to advance or withdraw the catheter. Careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. - inspect the catheter for overall condition and physical integrity. Do not use the catheter if electrodes appear loose or if any damage is noted. If such problems exist, return the catheter and packaging to stryker sustainability solutions. A supplemental MDR will be submitted once the device evaluation is completed. The reported event will continue to be monitored through post-market surveillance. (B)(4).

Event description:
It was reported that the ep catheter caused a blood clot during the procedure. Through ultrasound, a clot was noticed toward the end of the procedure and the catheter was removed. The area where the clot was stuck to the catheter was rough/frayed/nicked. It was reported there was a bend/kink near the tip of the device. The case was ended prematurely because of the clot, but the physician felt enough of the procedure was completed to stop where they were. Sheaths were left in, heparin was not reversed and the patient was put on bed rest in response to the formation of a blood clot. Immediate post operative assessments were normal. These are commonly used devices that are readily available.

Manufacturer narrative:
The complaint device evaluation was completed after the initial MDR was filed.  The device was returned in the opened packaging.  Visual inspection of the returned complaint device revealed a slight bend, a fiber and a raised area on the surface of the device shaft. The slight bend was found to be acceptable per inspection criteria, therefore the most likely cause is customer expectation of shaft shape and straightness. The fiber was characterized and found to be rayon. This fiber most likely migrated onto the catheter shaft after distribution from stryker. The raised area was found to be removed following cleaning performed as part of the device evaluation. The most likely cause of the raised area is the introduction of debris or a foreign substance which stuck to the surface of the shaft at the customer facility. After the raised area was removed by cleaning, a visual defect was identified in the underlying plastic, which is below the clear outer coating of the catheter. This visual defect was unable to be felt through tactile inspection. During reprocessing, the plastic under the outer coating is not exposed or changed as the device remains intact for all reprocessing steps; therefore the visual defect in the plastic under the outer coating most likely originated from the om manufacturing process. The instructions for use (IFU) for this device state that thrombosis is a known potential adverse reaction. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the ep catheter caused a blood clot during the procedure. Through ultrasound, a clot was noticed toward the end of the procedure and the catheter was removed. The area where the clot was stuck to the catheter was rough/frayed/nicked. It was reported there was a bend/kink near the tip of the device. The case was ended prematurely because of the clot, but the physician felt enough of the procedure was completed to stop where they were. Sheaths were left in, heparin was not reversed and the patient was put on bed rest in response to the formation of a blood clot. Immediate post operative assessments were normal. These are commonly used devices that are readily available.